Manufacturer narrative:
A review of the manufacturing records for the device(s) was unable to be conducted as the lot number(s) was not available, as such no UDI was generated. The gore® dryseal flex introducer sheath used in this procedure has an outer diameter of 6.1 mm.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. A 16 fr gore® dryseal flex introducer sheath was used to was advanced from the right side, and two endoprostheses were successfully advanced and deployed through the sheath. Upon withdrawal of the sheath, the right external iliac artery (reia) was dissected. It was reported that vessel diameters of the right external iliac artery ranged from 4.4mm ¿ 5.7mm. A smart stent was implanted to treat the dissection of the reia. The patient tolerated the procedure.